Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-31. H6: investigation summary six (6) optima injector samples n40-o were received by the customer. The samples were unused and were received inside their original unitary packaging. After a visual inspection of claimed samples received, no damages, cracks or anomalies that could lead to the event reported, or could be observed on grip-2 nor grip-1 components from optima injectors n40-o. Additionally, one picture was received showing one optima injector n40-o connected to an optima connector at the same time attached to a matting component. After a visual inspection of picture received, it can be noticed a cracked within one lateral of grip-2 component from optima injector n40-o. Fifteen retained samples from the same lot were evaluated, no defects or issues observed. A device history review was performed for lot 2009603 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. Liquid was aspirated from the vial, disconnecting the injector from the protector and repeating the process three times. In all cases, the product functioned properly and there were no issues or cracks observed between the connection of the injectors and protector. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd phaseal optima injector (n40-o) experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: territory manager on site and witnessed occurrence of locking injector cracking. Nurse educator was end user who attempted to ensure luer on connector was secure, felt cracking sensation immediately. Note: there was no contact with hazardous drugs. For evaluation purposes only saline was used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima injector (n40-o) experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: territory manager on site and witnessed occurrence of locking injector cracking. Nurse educator was end user who attempted to ensure luer on connector was secure, felt cracking sensation immediately. Note: there was no contact with hazardous drugs. For evaluation purposes only saline was used.